Event description:
Account alleged that when the ppm alarms, he gets a local alarm at the bed but the bed doesn't send a signal to the nurse's station. No nurse call.

Manufacturer narrative:
Account replaced the utv board to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.